Manufacturer narrative:
Concomitant products: addr01 ipg implanted (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited a low impedance lead warning, with multiple low impedance readings. The ra lead was inactivated and remains in the patient. No patient complications have been reported as a result of this event.